Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The date of occurrence was reported to be unknown, estimated date was entered as (B)(6) 2014. (B)(4) - failure to follow steps/instructions: reportedly, no femoral angiogram was taken. Per the starclose se instructions for use, perform a femoral angiogram through the side port of the procedural sheath to determine the location of the arteriotomy site, the vessel size, and the presence of disease (calcified plaque, stenosis, chronic or acute occlusion), tortuosity or presence of arterial wall dissection. (B)(4) - reportedly, the device shows that the locator wings remain open and the safety release mechanism was not activated. Per the starclose se instructions for use - slide the safety release to collapse the locator wings and reset the plunger. The locator wings are fully collapsed when the number 2 on the plunger exits the number window completely. The device is expected to be returned for evaluation. It have not yet been received. A follow up report will be submitted with all relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned and the reported unspecified device failure was not confirmed. The returned device showed no known device problem; however, the device was found to be partially deployed. Based on visual and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query of the electronic complaint handling database revealed no other similar incidents reported from this lot. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that an arteriotomy closure of a common femoral artery was attempted using a starclose se device with a 6f sheath after a percutaneous coronary intervention (pci) procedure. Reportedly, an unknown device failure occurred. The device shows that the locator wings remain open and the safety release mechanism was not activated. It appears that the device was removed from the vessel with the locator wings in the open position. Hemostasis was achieved using manual arterial compression. No femoral angiogram was taken. There were no reported adverse patient sequelae. No clinically significant delay in the procedure was reported. The physician is reported to be trained in the use of the starclose se device. No additional information was provided.